Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed: the patient reused the supplies. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The home patient (hp) started therapy over using the same supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2011 regarding the reported issues. The rn stated that they saw the hp after the incident and he was doing well. The rn was informed that the hp had reused supplies to troubleshoot the alarm. Product surveillance suggested to the rn to review proper setup. The rn stated that the hp would be re trained. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.